Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had error c-34 on the erbe generator when using monopolar energy. The customer did a few power cycles, changed out the instrument, and the activation cord, and moved monopolar ports, but issue persisted. The erbe generator was still faulted. The customer stated that they would change out the vision side cart (vsc) and restart the case. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the issue and replaced the erbe. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis. The erbe was analyzed, and the reported issue was replicated and confirmed. The unit displayed error c-34 during start-up. The complaint regarding error 34 on erbe was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.